Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) interface is damaged. A data log was unable to be retrieved. The receiver case was opened for further evaluation. An internal inspection was performed and the j3 component was detached from the printed circuit board. Due to the condition of the device, the reported event of a hardware error could not be confirmed. A root cause could not be determined.